Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, the lead was positioned twice with poor sensing on both occasions. Re-positioning was very difficult, and consistent displacements. The atrial lead was removed and exchanged for a different lead, with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.